Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending; however, a photo and images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that two years four months post port placement, the device allegedly had extravasation during anticancer drug infusion. It was further reported that an alleged catheter rupture at the sub clavicular level was identified. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary:one groshong catheter segment was returned for evaluation. Gross visual, microscopic and functional evaluations were performed. In addition to the returned physical device, three electronic photos and one image review were provided for evaluation. One the investigation is confirmed for catheter fracture, fluid leak, dent in material and discoloration issue as a longitudinal kink was noted approximately 1mm from the proximal end of the catheter segment, the depth marks on the catheter appeared slightly faded and the proximal end of the catheter appeared compressed, the surface was granular and jagged. Further, a snare adjacent to an apparent catheter fragment projecting over the superior vena cava was observed in the image review. A definitive root cause could not be determined based upon the available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed: contradictions: this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off. Warning: do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off, as it may result in port system failure. Signs of pinch-off clinical: ¿ difficulty with blood withdrawal. ¿ resistance to infusion of fluids. ¿ patient position changes required for infusion of fluids or blood withdrawal. Radiologic: ¿ grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray. Preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even severance of the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years four months post port placement, the device allegedly had extravasation during anticancer drug infusion. It was further reported that an alleged catheter rupture at the sub clavicular level was identified. The patient status is unknown.

Event description:
It was reported that two years four months post port placement, the device allegedly had extravasation during anticancer drug infusion. It was further reported that an alleged catheter rupture at the sub clavicular level was identified. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. Visual, microscopic and functional evaluations were performed. The investigation is confirmed for catheter fracture, dent in material and discoloration issue as a longitudinal kink was noted approximately 1mm from the proximal end of the catheter segment, the depth marks on the catheter appeared slightly faded and the proximal end of the catheter appeared compressed, the surface was granular and jagged. A definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Contradictions: this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off. Warning: do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off, as it may result in port system failure. Signs of pinch-off clinical: ¿ difficulty with blood withdrawal. ¿ resistance to infusion of fluids. ¿ patient position changes required for infusion of fluids or blood withdrawal. Radiologic: ¿ grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray. Preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even severance of the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched. H10: g4 h11: h6(method,result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.